Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. Concomitant devices: 5 french lt, 7f marking sheath and dilator. Complaint conclusion: as reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter tilted and perforated and the patient experienced post implant pulmonary embolism. The patient also reports living with the stress from the filter, intermittent pain in the area of the device and living with stress and anxiety which are adding to the patient¿s mental issues. According to the medical records the patient had a history of recurrent deep vein thrombosis (dvt) despite anticoagulation. The optease inferior vena cava (ivc) filter was successfully deployed below the renal veins in the inferior vena cava. Approximately eleven years and eight months post implant, the patient had a computed tomography scan of the abdomen which revealed that the filter had tilted 4 degrees and the apparent perforation at this level does not demonstrate clear fat plane between the ivc wall and strut. In the midpoint of the ivc, the struts also appear outside of the vein, with a hazy fat plane identified at this level. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to perforation of filter strut into inferior vena cava (ivc) wall, tilt of the ivc filter, and dep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of recurrent deep vein thrombosis (dvt) despite anticoagulation. The optease inferior vena cava (ivc) filter was successfully deployed below the renal veins in the inferior vena cava. According to the medical records provided for reviewed, approximately eleven years and eight months post implantation, the patient had a CT of the abdomen without contrast, which revealed that the filter had tilted 4 degrees. The filter tip is 1 mm from the ivc wall. The ivc superior tip is located 2.5 cm below the lowest renal vein. The distal tip of the filter courses the left common iliac vein. The apparent perforation at this level does not demonstrate clear fat plane between the ivc wall and strut. In the midpoint of the ivc, the struts also appear outside of the vein, with a hazy fat plane identified at this level. According to the information received in the patient profile form (ppf), the date post implantation when the patient became aware of the reported events is unknown. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt. The patient also reports living with the stress that the filter can splinter and cause death at any time, and removal of the filter cannot be attempted. The patient also reports intermittent pain in the area of the device. Patient lives with stress and anxiety which are adding to the patient¿s mental issues.

Manufacturer narrative:
The catalog and lot numbers are unknown. The exact event date is not known. As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to perforation of filter strut into inferior vena cava (ivc) wall, tilt of the ivc filter, and dep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The patient is also reported to have had a perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to perforation of filter strut into inferior vena cava (ivc) wall, tilt of the ivc filter, and dep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.